Event description:
The customer reported that during preparation for an unspecified procedure, the subject device displayed no image. The procedure was completed using a similar device. There was no clinical impact or patient injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated. The reported phenomenon was not confirmed. The camera passed all test in accordance with the service manual and no fault found with camera image. The camera cable has slight wear, but deemed acceptable. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.